Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Simulated use testing was performed, and the device was successfully primed with no issues noted. Under water pressure testing and clear passage testing were performed, and the device was found to operate per specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the one-link component of an extension set would not flow. This occurred during an unspecified process step when the customer was attempting to push solution through the set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.